Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in the mildly calcified left circumflex artery. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that intimal dissection of the artery was found at proximal end of the stent. Another synergy des 3.0 x16 was deployed to cover the dissection. There were no patient complications nor injuries reported. It was further reported that the target lesion was mildly tortuous and mildly calcified vessel. There was 50-60% residual stenosis post pre-dilation. The 3.00 x 48 synergy drug-eluting stent was inflated to 5 atm for 18-20 seconds. The dissection occurred during the stent deployment and after post dilation. The dissection was noted to be flow limiting.

Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in the mildly calcified right coronary artery (rca). A 2.5x48 synergy drug-eluting stent (des) was first deployed in distal to mid left circumflex artery and a 2.25x38 synergy des was deployed in distal rca touching patent ductus arteriosus. A 3.00 x 48 synergy des was then deployed at 15 atmospheres from proximal to mid rca. However, intimal dissection of the artery was found at proximal end of the stent. Another 3.0 x16 synergy des was deployed to cover the dissection. No further patient complications were reported and the patient was stable.